Manufacturer narrative:
Results: eval of the returned product found an open slider on the pt access and an open slider on the red zipper of panel side a. There is a missing slider body on the pt access of panel side b. (B)(4).

Event description:
Customer reported the zipper is missing on the canopy which is located on panel b. Issue was discovered during set-up, but the date when discovered was not provided. No pt incident or injury was reported.